Manufacturer narrative:
The investigation determined the elevated potassium results from the lithium heparin samples were caused by "reverse pseudohyperkalemia". Lymphoma cells in the plasma samples lyse during centrifugation and increase the potassium concentration. There was no malfunction of the device or product problem found.

Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable high ise indirect gen.2 potassium results for patient sample from the cobas 6000 c501 module serial number (B)(4). The customer suspected an interference with the lithium heparin samples. The initial result from a lithium heparin sample was 8.08 mmol/l and was reported outside of the laboratory to the doctor. The patient was moved to intensive care. A new (citrated plasma) sample was drawn and the potassium result was 4.80 mmol/l. A third (lithium heparin) sample was drawn and the result was >10.0 mmol/l with a data flag. This sample was then tested on a bga (abl 90 flex) and the result was 9.6 mmol/l. A fourth (citrated plasma) sample was drawn and the result was 3.7 mmol/l on the cobas c501 analyzer and the result was 3.7 mmol/l on the abl 90 flex analyzer. On (B)(6) 2018, a fifth (lithium heparin) sample was drawn and the result was 4.15 mmol/l. There was no allegation of an adverse event.